Manufacturer narrative:
Other - at this time, the suspect device is not available for evaluation. No root cause has been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available." The reported sample is not available.

Event description:
The customer reported to vyaire medical that the 2075796-001 giraffe reusable skin temp probe air temperature is showing below 30 deg. Problem occurred on patient use as informed by the customer no injury reported to the patient.